Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from (B)(6) during embolization treatment of a vessel, the coil prematurely detached without the use of the detachment controller. No intervention was reported. No patient harm or injury was reported.